Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use, a bd plastipak¿ sterile luer slip syringe was found with foreign matter. ¿the doctor was about to administer eylea by injection when he noticed a black mark inside the syringe. (1ml). He had not noticed anything on drawing up. It looked as if part of the rubber stopper had come away on the inside when drawing back.¿ there is no report of injury or medical intervention

Manufacturer narrative:
Investigation summary: no samples neither pictures have been received for investigation. DHR of lot 1709019 is reviewed finding an annotation that could be related to the alleged defect. During manufacturing process of this lot, quality notification ((B)(4)) happened during marking process due to ink rings on barrel: (B)(4) units were inspected and (B)(4) defective samples were rejected. Mechanical team repaired the ink injector that was dirty. (B)(4) retained samples of lot 1709019 are evaluated. Upon visual inspection of these samples no ink spots can be observed in any of them. Final products in this manufacturing line, for this reference and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures ((B)(4)): 1.visual inspection molding: 2 injections per shift printing: 24 samples per two hours, after any intervention in the equipment and once at the beginning of the shift assembly: 24 samples per two hours, after any intervention in the equipment and once at the beginning of the shift primary packaging: 1 advance-step (without product) per hour, after any intervention in the equipment, and once at the beginning of the shift. Secondary packaging: 1 shelf-package per pallet 2.functional inspection printing: once in the first pallet, once in the pallet at the middle of the lot and once in last pallet of the lot. Assembly: once in the first pallet, once in the pallet at the middle of the lot and once in last pallet of the lot. Primary packaging: once in the first pallet, once in the pallet at the middle of the lot and once in last pallet of the lot. Investigation conclusion: DHR of lot 1709019 is reviewed finding an annotation that could be related to the alleged defect. During manufacturing process of this lot, quality notification ((B)(4)) happened during marking process due to ink rings on barrel: (B)(4) units were inspected and (B)(4) defective samples were rejected. Mechanical team repaired the ink injector that was dirty.